Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found signs of repeated use and a piece has chipped off. Device history record (DHR) was reviewed and no discrepancies were found. The device has a potential field age of 7+ years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument was found broken in central processing department (cpd).